Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: visual inspection: the handle with quick coupling, small (product code: 311.43, lot number: unk) was received at customer quality (cq). The handle component is broken and not received with the device. Device failure/defect identified? Yes. Dimension inspection: the shaft diameter was measured to be within the specification. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed: tap handle for small tabs and csk;handle; tap holder assy; shaft assembly; shaft. Complaint confirmed? Yes. Conclusion: the complaint was confirmed as the handle component was broken and not received. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during the distal radius procedure, the handle with quick coupling broke. Fragments were generated and easily removed. The procedure was successfully completed without surgical delay. Patient outcome was unknown. Concomitant device reported: unk: screws: distal radius (part# unknown; lot# unknown; quantity: 1). Unk: screwdrivers: shafts: trauma (part# unknown; lot# unknown; quantity: 1). This report is for (1) handle with quick coupling, small. This is report 1 of 1 for (B)(4).